Event description:
It was reported that the device had a reset. The device was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Event description:
It was reported that the device had a reset. The device was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s.

Manufacturer narrative:
Product event summary: product performance data was received, analyzed, and power on reset (por) parameters were noted. The set on (B)(6) 2012 was likely due to a flipped bit. After the reset the device restored to programmed settings via the backup eeprom. No issue noted after reset.